Event description:
Device 1 of 2 reference MFR report#: 1627487-2014-15776. It was reported one of the patient's leads was auto-reducing. Diagnostics indicated impedance readings within normal limits. Surgical intervention may take place at a later date. It is unknown which lead is auto-reducing; therefore all possible lots are being reported.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.